Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had damage. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer stated that reservoir compartment was damage and cracked in the casing. The customer stated that the reservoir unable to lock in place when inserted into insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
Device received with crack on battery tube thread and lcd display window corners noted. Device passed displacement test and basic occlusion test. A test reservoir was installed and lock in. (B)(4).